Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered. The data associated with the lia could not be provided. The rv lead remains in use. No patient complications have been reported as a result of this event.